Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). During troubleshooting, the tsc specialist did not discover an instrument malfunction. The alternate platform uses diazo for oxidation, which differs from the advia 1800 tbil method, which uses vanadate as an oxidizing agent. Diazo and vanadate are impacted differently by hemolysis. The tsc specialist asked the customer if the sample was hemolyzed, but the customer did not know. The results were also obtained on two different samples from the patient, not the same sample. The samples were tested in different laboratories and therefore exposed to different laboratory environments. The cause of the discordant, falsely elevated tbil result on one patient sample is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated total bilirubin (tbil) result was obtained on one patient sample from an infant on an advia 1800 instrument. The discordant result was reported to the physician(s), who questioned the result because the result did not fit the clinical picture of the patient. Forty-five minutes after the initial sample was drawn, a new sample was obtained and was tested using an alternate platform at a different laboratory. The redraw sample resulted lower and was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tbil result.